Event description:
During an atrial fibrillation procedure, a faradrive sheath was selected. During procedure, the physician was replacing the catheter and aspirated to find air in flush port. Multiple ways to try to aspirate and there was air somehow going into flush port. Physician tried to troubleshoot by aspirating multiple times with farawave in and out, and when the farawave was in, the sheath would aspirate air, but issue persisted. For this reason, sheath was replaced and the procedure was completed successfully. There were no patient complications.